Event description:
It was reported that a patient presented remotely. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise. No intervention was reported. No patient consequences were reported.